Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48-49 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates and glucose tablets to address bg and was driven to the emergency room by a police officer. Customer was treated with "bottles of water and jello" and was discharged the same day with the issue resolved and no permanent damage. Customer updated their pump settings to address the event and continued to use the pump for insulin therapy.